Manufacturer narrative:
In addition to the finding in b5, the evaluation found the repair request issue of image anomaly was not confirmed. Also, the evaluation found the following: due to damage on ccd unit, image noise occurred, and the image could not be seen. The adhesive on bending section cover had a chip. The bending section cover had a scratch. The video connector had a crack. The video connector has a scratch. Due to a dent on bending tube, bending angle in up direction exceeds the standard value. Due to damage on forceps elevator, bending section could not be fixed firmly. Adhesive around objective lens was peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that breakage or disconnection of the image sensor unit due to stress of repeated use, external factors, or handling or failure of the parts mounted on the electrical circuit board such as the integrated circuit chips and capacitors, likely caused the defects. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer sent a repair request with the issue of "a fragment of rubber adhesive part/image anomaly". The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: noise occurred due to breakage of the board of the video connector part, and no image was displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.